Event description:
This is a spontaneous report received by baxter (B)(4) from a customer through a sales representative about a patient reaction following a crrt therapy and the use of the arterial blood line (code a3047, batch (B)(4)). On (B)(6) 2010, the following occurred: patient experienced a drop in blood pressure and acute renal failure. According to the treating physician this could have been caused by the eto residuals from the sterilisation process. The customer decided to move to other bloodlines which are steam sterilized. The patient recovered as of (B)(6) 2010. The bloodline was discarded.

Manufacturer narrative:
(B)(4). An evaluation was not performed because the device was not returned to baxter; therefore the reported problem could not be confirmed and the root cause could not be determined. However, a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is same as or similar to product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.